Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the most root cause is due to air being sucked into the disposable because there was an open clamp on unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
(B)(6) customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set. The tsr had the hp cycle power. The tsr explained the alarm. The hp states she forgot to close the spare line clamps; which caused the alarm. The tsr advised to discard all supplies and to notify the nurse the next morning. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that the issue was resolved and they ended therapy and completed therapy using manuals. The alarm was caused by the hp forgetting to close clamp on unused supply line. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.